Event description:
The surgeon broke the clavicle pin during insertion. The broken pin was removed and the next size pin was used. This resulted in a 20-minute surgical delay.

Manufacturer narrative:
Examination of the returned sample by a depuy material research scientist confirmed the fracture. Stereomicroscopic eval of the medial fracture surface revealed burnishing of fracture features, however the helical, somewhat coarse fracture features indicated a likely tensile torsional overload fracture. Therefore, the clavicle pin was likely over-torqued while trying to compress the fracture beyond the material limit, resulting in an overload fracture. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-ope ned.